Event description:
A us distributor contacted zoll to report that a pt passed away while wearing the lifevest. The pt's wife reportedly found the pt unconscious at home. A sheriff initiated CPR until ems arrived. Review of the event indicates that the pt received an appropriate shock during ventricular fibrillation. The post-shock rhythm was asystole. Asystole is a known and potentially adverse outcome of defibrillation therapy. The pt received four additional shocks during asystole. Oversensing of small signal and CPR artifact contributed to the false detections.

Manufacturer narrative:
Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4): 11/01/2012. Electrode belt (B)(4): 07/01/2014.